Event description:
It was reported that a catheter issue occurred. The target lesion was located in the left main trunk to the proximal left anterior descending artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the final intravascular ultrasound run, after stent implantation, the proximal end of the catheter separated within the guide catheter. A 2.5mm balloon was successfully used for trapping the catheter and the entire system was subsequently removed. The procedure was completed and there were no patient complications reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the imaging window was detached. Review of media provided by the customer showed evidence of image window detached.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the left main trunk to the proximal left anterior descending artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the final intravascular ultrasound run, after stent implantation, the proximal end of the catheter separated within the guide catheter. A 2.5mm balloon was successfully used for trapping the catheter and the entire system was subsequently removed. The procedure was completed and there were no patient complications reported.